Event description:
Boston scientific received information that this cardiac resynchronization therapy device (crt-d) was depleting battery prematurely. Upon review of battery information uploaded in the remote monitoring system, no low voltage fault was declared however, battery status indicators are inaccurate. The technical services (ts) personnel stated that the device was malfunctioning thus, recommended to replace and return for detailed analysis. Additional information stated that the product was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.